Event description:
It was reported that pump displayed cgm error 42 associated with g7 sensor and continued to show same error even after guided pump reset. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced, was instructed to use multiple daily injections as backup insulin therapy, to place problematic pump into storage mode and return it with prepaid label, and to manually enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.